Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via the 24 hour helpline senior inbox that customer several issues with insulin pump and supplies. It was reported that information was not able to upload into new insulin pump. It was reported that customer received a button error alarm and was not able to clear. It was also reported that infusion set was leaking. It was mentioned that customer received a facet nerve block with cortisone which caused blood glucose to rise and customer was not able to lower blood glucose fast enough with insulin pump. Customer was advised to have insulin pump replaced due to physical damage.